Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was discarded and not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Pre-procedural imagery of the patient's anatomy was provided, and calcification in the patient's right access vessel and abdominal aorta was noted. Post-procedural imagery of the device was provided, and the following was noted: the distal tip was torn radially and axially. The torn distal tip material was missing. The soft tip was damaged and stretched. The liner appears to be fully expanded as designed. Based on the provided imagery, presence of the scorelines were unable to be visualized. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported torn sheath distal tip and separation of the sheath distal tip was confirmed based on the provided device imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors. Additionally, patient or procedural factors-such as challenging anatomy or non-coaxial advancement angles (calcification)-may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, the distal tip of a 16fr esheath+ was torn during a right-transfemoral transcatheter aortic valve replacement procedure. There was no resistance inserting the sheath into the patient. However, resistance was felt during insertion of the commander delivery system through the sheath. The 29mm sapien 3 ultra resilia valve was implanted successfully. There were no difficulties during delivery system or sheath withdrawal. There was no identified patient injury, and the patient was in stable condition. Upon removal of the sheath, it was found that the distal tip was torn. It was suspected that the damage occurred upon the delivery system reaching the tip of the sheath. Images of the sheath were provided, and the following was observed: distal tip torn radially and axially and torn distal tip material is missing. The physician was made aware. It is unknown where the missing piece of the torn distal tip is located, or whether it was recovered from the patient.